Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated an unknown location and exhibited high pacing threshold measurements and loss of capture (loc) with asystole of less than two seconds. The physician opted to fully explant the system due the patient's ejection fraction (ef) improving. This rv lead was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted the distal end of the proximal spring electrode was separated from the lead body insulation. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.